Event description:
It was reported that during a routine device change out, the left ventricular (lv) lead was found to be pulled back into the patient's device pocket. The lv lead was removed and not replaced. When the new device was connected to the right ventricular (rv) lead pace/sense portion, there was no pacing noted. The rv lead was able to get down a little more in the port to have some pacing. The physician pulled the rv lead back in the device port to retract the setscrew, but was unable to retract the setscrew. There were three hex wrenches tried which kept breaking when trying to retract the setscrew, which seemed to be jammed. The silicone covering was removed from the setscrew and the setscrew was able to be retracted out of the device with a non-hex wrench. The device silicone covering was damaged, so the device was not implanted and a different device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression. (B)(4) - the device was returned, analyzed and no anomalies were found. It was noted that the setscrew had a rounded socket.